Manufacturer narrative:
This supplemental report is being filled with correctional information since the previous report (B)(4) was a duplicate report of (B)(4).

Event description:
It was reported that this lead was explanted due to high pacing thresholds and impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to high pacing thresholds and impedance issues. A new lead was successfully implanted. No additional adverse patient effects were reported.